Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. Additional information was obtained through follow-up with the peritoneal dialysis registered nurse (pdrn). The pdrn went to the patient¿s home on (B)(6) 2020 for a regularly scheduled visit. The pdrn found the patient with abdominal pain and cloudy pd effluent. The patient was brought to the pd clinic for cultures and initiation of antibiotics. A pd effluent culture was obtained, and the patient was diagnosed with peritonitis. The patient was initiated on intraperitoneal (ip) vancomycin (dose not provided) with the last dose administered on (B)(6) 2020. The pd effluent culture resulted positive for staphylococcus haemolyticus. The cause of the peritonitis was attributed to a breach in aseptic technique by the patient. At the same time of the peritonitis event, the patient was additionally diagnosed with pancreatitis. The treatment for the pancreatitis event was not provided. The patient has reportedly stated that the peritonitis event was their fault. The patient has been observed not following proper set-up and disconnect technique during treatment. The patient refuses to be re-educated on pd therapy process and procedure and proper aseptic technique. Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of staphylococcus haemolyticus peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and utilization of the liberty select cycler or cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cycler set leak or other defect reported for this event. The reported cause of the peritonitis was a breach in aseptic technique. This is supported by the culture results of staphylococcus haemolyticus, a bacterium commonly found on human skin, mucous membrane, and throat. Staph haemolyticus is one of the most frequent coagulase negative staphylococcus species associated with peritonitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.